Event description:
During decortication of the sacroiliac joint, the tip of the cutting element broke off inside the joint. It was noted the joint was tight and there was some difficulty with the decortication. Additional torque applied by the surgeon resulted in the tip break, which was left within the joint of the patient. No patient-related adverse effects were reported.